Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of intermittent image was confirmed. Device evaluation found no image with the broncho 150 series and 180 series scopes which was due to a defective power supply. The additional evaluation findings are as follows: b30 (communication error) coming with 190 series scope due to a defective power supply, the image disappeared sometime while shaking the cable due to a defective receptacle, and a component found damaged on the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii video system center had an intermittent image only when using the broncho 150 series and 180 series scopes. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (intermittent image) was caused by the defective cable and the other events (b30 error code and no image) were caused by the defective power supply. However, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defect included in the initial medwatch has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.